Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. Aneurysm size is unknown. The vessel morphology was moderate calcification in the aortic neck with moderate tortuosity in the arteries. It was reported that upon final angiogram there was a proximal type I endoleak. The physician attempted to resolve the endoleak, due to the calcification with an angioplasty balloon, however the endoleak did not resolve. A palmaz stent was implanted and the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.